Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that blood and/or lactated ringers leaked in the last couple months.